Event description:
It was reported that the transmitter power adapter was damaged and burnt out. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.